Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer got a little wet and it stopped working and there was water behind screen put in rice overnight, and now screen is counting down, when he puts battery in pump it just blank. Customer reported that there was fluid under the lcd display. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised the insulin pump will need to be replaced the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was monitored for several days and no blank display or unexpected display counting down noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found on the motor, battery tube, vibrator and keypad assembly noted. However, the insulin pump was received with moisture damage on the electronic assembly during visual inspection. It was also received, with a cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.